Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient¿s pump was alarming. It was indicated the patient¿s pump had not been refilled in two years due to an insurance change. The consumer had not been able to find a doctor to manage the pump. It was unknown when the alarm began; however, the consumer thought it started about a year earlier. It was reviewed that a doctor managing the patient¿s care can call the manufacturer and request a representative to meet the patient in a clinical setting and turn of the alarm. Patient services reviewed that the manufacturer does not recommend the pump ever go dry. Physician listings were sent to the consumer. The patient was currently taking 10 mg of oral baclofen. No symptoms were reported. No further complications were reported or anticipated.